Event description:
Event description guidant received information that the patient with these transvenous pacing and defibrillation leads has twiddler's syndrome, and as a result both leads became dislodged. Consequently, these leads were explanted and replaced with similar leads. To date, there have been no reported allegations that critical therapy was affected. Should any additional information related to this event become available, this event will be updated.